Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that when the patient used the controller to adjust stimulation, the intensity would turn down to 0ma or ¿point something.¿ it was reviewed that if adaptive stimulation was enabled and not all position intensities were set, the default was 0ma. The rep realized they likely changed the programming for the patient but didn¿t reset the intensities for each position. The rep had seen the patient on the day prior to the report but wasn¿t able to confirm if this was the issue or if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient's rep identified an issue where one of their leads had "two spot/crimps" that weren't working. The rep was able to program bilateral stimulation. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that the patient¿s ¿programming went to hell and it went crazy¿. The patient clarified that it was ¿randomly changing the stimulation or turning itself off after recharging¿. The patient stated that this was the same issue they had previous called in about. The patient added additional information for this event, stating that they were experiencing knots in the middle of their back and pain as a result of this. The patient also stated this program was ¿set at 5, but now it was down to 3¿ and it changed on its own. The patient stated they tried calling their rep, but they had not responded. The patient stated they had an appointment set up for (B)(6), but they were hoping to meet with someone sooner. Patient services sent an email to the local field rep to request a call back. The rep indicated that they would reach out to the patient sooner. It was reported that the programming changing randomly/pain/knots in back began in 2018. Additional information was received from the rep on 2018-07-10, reporting that the patient stated the intensity adjusts on its own. They stated it would increase or decrease for no apparent reason. The patient stated they did go through a security scanner at a museum in (B)(6). It was reported that the rep did check impedances and there were no apparent issues and their programmer seemed to be working good. The rep adjusted the programming and the patient has an appointment on (B)(6)2018. The rep stated they would see them at that appointment to make sure things were going well. Actions taken to resolve the reported issue was the rep did a system check and adjusted their programming. It remains unknown if the issue was resolved at the time of the report, but the rep indicated that they would follow-up for more information. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was seen on 2018-10-04 and adaptive settings were all updated. The patient was having no further issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated the issue continued to happen. Patient stated he notified his representative (rep) a few days prior to meeting with her last week or the week before, rep asked patient to call in to get a new controller. They believed the controller was changing programs, rep requested a replacement. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they continue to get knots in their shoulder/necks. Changing the rate of stimulation did not resolve the issue. When they turn therapy off they get temporary relief, but the knots start up again after turning therapy back on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was turning off by itself. The patient would notice this when they would start experiencing pain so they would check the controller and notice that the ins would have turned off. It was also noted that sometimes the patient would turn intensity down to 2ma because they would get 'knots' in their shoulder or 'grabbing' in their ribs due to stim being too high. Later the patient would suddenly feel it again and stim would have gone back up to 6ma on its own. It was also noted that this would occur after the battery runs down and when they are charging it back up, intensity will go back up to where they decreased it to. The patient was redirected to follow-up with their hcp. No further complications were reported.